Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the connectors of the leak test air tube were broken. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that connectors of the leak test air tube were broken. However, upon further review it has been determined that the event is not a reportable event. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.